Manufacturer narrative:
Concomitant medical devices: truliant tibial cr insert, size 3, 15mm: 02-022-47-3015, (B)(4). Truliant tibial fit tray, size 3f/3t,: 02-022-45-3030, (B)(4).

Event description:
Revision of right knee due to patient suffering a medial collateral ligament tear.

Manufacturer narrative:
H1: the engineering evaluation of the revision reported was likely the result of patient conditions, more specifically a medial collateral ligament tear. According to the information provided, the patient was suffering a medial collateral ligament tear, indicating the reported event was a revision due to patient conditions. Therefore, neither the DHR nor the sterilization records were reviewed. Contraindications of the truliant system are listed in IFU 700-096-160. Contraindicated patients include, but are not limited to patients whose weight, age, or activity level might cause extreme loads and early failure of the system. (D11) concomitant devices: biolox delta femoral head (cn: 170-36-93). Connexion gxl pe acetabular liner (cn: 130-36-53). After further review of additional information received the following sections: b4, d4, g4, h1 and h4 have been updated accordingly. Section(s): no information has been provided: b6.